Event description:
It was reported by the patient that he was having a nervous breakdown. He was in pain and he had impaired vision. No further information is available at this time.

Manufacturer narrative:
Evaluation: sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.